Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 7/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: pump was returned with a dim display and letters have a red hue.